Event description:
It has been requested to have the st holster evaluated for error codes and for the damaged lemo connector to be replaced. There have been no interruptions in the breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal was replaced. The device was functionally tested, met all product requirements and returned to the customer.